Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon had difficulties with tracking being intermittent. They moved the mayo stand and emitter and they still had issues. There was an error showing around 3.4. The site got a malleable suction and all was well. The straight suction was working better too.